Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that she ran out of test strips and stopped checking her blood glucose. The customer's blood glucose reading at the time of the report was 66 mg/dl. The customer stated that the battery in the insulin pump has only been lasting 3-4 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and, further information will follow once the analysis has been completed.